Manufacturer narrative:
A customer in (B)(6) had notified biomérieux of a misidentification of klebsiella pneumoniae in association with vitek® 2 gn ID test kit (ref 21341). Vitek® 2 identified a blood culture isolate as klebsiella oxytoca for a patient with several positive blood culture samples identified as klebsiella pneumoniae. An internal biomérieux investigation was performed using the isolate submitted by the customer. The intended identification to k. Pneumoniae was confirmed on vitek ms v3 (knowledge base v3.0). On vitek 2 (v7.01) gn ID cards, one card of the customer lot (cl : 2410295103) and one card of a random lot (rl : 2410143103) were tested from drig subculture. Those tests gave an excellent identification to k. Pneumoniae ssp pneumoniae on both lots tested. The customer misidentification to k. Oxytoca was not reproduced in-house. The vitek 2 gn ID test kit performed as intended.

Event description:
A customer in (B)(6) notified biomérieux of a misidentification of klebsiella pneumoniae in association with vitek® 2 gn ID test kit (ref 21341). Vitek® 2 identified a blood culture isolate as klebsiella oxytoca for a patient with several positive blood culture samples identified as klebsiella pneumoniae. The customer confirmed the identification with other techniques and obtained the following results: ·api 20e : identification was klebsiella pneumoniae. ·mass spectrometry (brucker): identification was klebsiella pneumoniae. The customer stated that the incorrect identification was not reported to the physician and that the patient was not harmed nor treated incorrectly. The customer stated that there was a delay greater than 24 hours in reporting the result. A biomérieux internal investigation will be initiated.